Event description:
It was reported that the 9900 system would not boot up and locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. It was discovered the system was shut down improperly. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.